Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated he started using the insulin pump that day and blood glucose level went high. Blood glucose at the time of the incident was 370 mg/dl and 401 mg/dl at the time of the call; treated with the insulin pump. During troubleshooting, the customer declined to check the for bubbles, leaks, set issues or perform the high-pressure test. The settings and history were accurate. The customer mentioned he received a no delivery alarm. The customer delivered a bolus into the air and insulin did exit. The customer stated he would revert to his old insulin pump until he could call the trainer in the morning. The insulin pump will not be returned for analysis.